Event description:
It was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source. Customer¿s blood glucose level ranged between 110-135 mg/dl. Reportedly, customer continued to use the pump for insulin therapy and also had manual injections available.